Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pins are bent and difficult to place.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :visual analysis of the photo revealed that 869117/pfc 3inhdles steinmn pin pkg10 presented a bent condition. Assembling operation will not be possible due to deformation on the pin. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot :a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.